Event description:
It was reported that an asymptomatic patient presented to the hospital for an unrelated medical issue. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. The lead was successfully capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.